Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell one of four. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained to the hp and instructed them to cycle the power on the hc to clear it. The tsr advised the hp to start over with all new supplies. The hp explained that they always pressed go first before connecting for therapy. The tsr advised the hp to only press go after they were connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.